Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed a te recognition test. Upon investigation, the joint connecting the rear pulse wires in the distribution node was broken. Additionally the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the broken joint was unable to be identified. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient experienced check therapy pad messages.